Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety mechanism failure resulting in a needle stick injury. The following information was provided by the initial reporter: the customer stated: "we have a staff who recently reported a needle-stick injury after patient blood collection. He mentioned that he heard a clicking sound which indicates the needle is no longer exposed. Apparently, when he was packing up the needle for disposal, he got poked. So, it seems like a failure of the closing mechanism."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-07. H6: investigation summary: bd received 3 samples for investigation. The samples were evaluated by visual functional testing for activation and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions (CAPA) 1465371. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety mechanism failure resulting in a needle stick injury. The following information was provided by the initial reporter: the customer stated: "we have a staff who recently reported a needle-stick injury after patient blood collection. He mentioned that he heard a clicking sound which indicates the needle is no longer exposed. Apparently, when he was packing up the needle for disposal, he got poked. So, it seems like a failure of the closing mechanism."